Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795 monitor, serial lot/sw version: - medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart was displaying a no video detected message while trying to connect an external monitor. The manufacturer representative (rep) confirmed the main cart monitor was displaying properly. During troubleshooting, the rep used the softkeys on main cart and camera cart and set both external functions to high-definition multimedia interface (hdmi) and display port (dp) mode, no resolution. The rep reseated the cables on the back of the camera cart monitor, no resolution. The rep used stealth station configuration in stealth admin external video set to 1080 high-definition (hd) from auto, issue resolved. The rep plugged in the external monitor to ensure he was getting video on both the external and the camera cart-- confirmed both working. There was no patient involvement.

Manufacturer narrative:
H3, h6: multiple fdd/annex a codes were reported. A0902 was coded for no video detected message while trying to connect an external monitor and a1102 was coded for displaying a no video detected message. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.